Event description:
Had lasik surgery following which I have had starbursts and diminished vision even with refractory glasses. I have not enjoyed a movie since the operation and while years after the fact like to add my voice to the thousands of others. I am a specialist and a practicing clinician myself and as an interesting side not have been the member of a FDA advisory committee and also its chair.